Event description:
The patient (B)(6) is a participant in a clinical study. She was implanted with two percutaneous leads in the occipital region (off label). It was reported the patient is not receiving effective stimulation on the right side. A diagnostic test revealed invalid impedance measurements for several lead contacts. The physician suspects a hematoma may have developed following the implant. The implant procedure was reportedly difficult and took over three hours to complete. An appointment has been scheduled for further assessment.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.